Event description:
It was reported that during a normal battery replacement surgery, the right ventricular (rv) lead shock impedance was high and out of range. The vector was switched, and the shock lead impedance went from 200 to 66 ohms. The field representative confirmed that the lead was properly connected. Technical services suggested to perform a commanded shock, to ensure lead integrity. The implant was completed and the lead remains in service. No adverse patient effects were reported.